Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog and to change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (400 mg/dl). The current bg was 200 mg/dl. The customer thought that an illness (a cold) was the cause of the high bg. Insulin injections were administered to address the bg level. A pump system was performed and no device issue was found. Reportedly, the customer used humalog in the cartridge for 72 hours and the infusion set site was not changed for 5 days.